Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 270 mg/dl. However, the customer indicated that the high blood glucose level was from eating dinner and not from the cartridge alarms. The customer administered a manual injection.

Manufacturer narrative:
Additional lot numbers were reported (lot # m014216 and m014411). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.